Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found that the nozzle was clogged with white material that appeared to be surgical glue during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain in the nozzle. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the air/water supply volume did not meet the standard value due to a clogged nozzle, bending angle in up direction did not meet the standard value due to wear of angle wire, light guide had a chip, and the adhesive on bending section cover had wear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope was clogged. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged with white material that appeared to be surgical glue. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.